Event description:
We received a report that a tecnis toric zct225u200 intraocular lens was fully implanted then cut out do to patient anatomy. In follow up it was learned that to remove the iol the incision had to be enlarged. A vitrectomy was then performed. There was no quality issue with the device. The event was associated with the patient's anatomy. The lens was discarded in the field.

Manufacturer narrative:
(B)(4) incision enlargement. Manufacturing records were reviewed. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. Placeholder.